Manufacturer narrative:
Service visited on (B)(6) 2011 and determined that gravity sump canister is leaking. The field service engineer (fse) bleached gravity sump waste lines. No further hydro water leak complaint had been filed as of (B)(6) 2011.

Event description:
A customer reported to beckman coulter, inc (bec) a leak coming under the instrument. There was no exposure to uncovered wounds or mucous membranes. No injury was reported.